Manufacturer narrative:
Product event summary: analysis confirmed the reported event; no power up from the programmer due to the power supply (component failure, cause unknown). Analysis could not confirm the reported keyboard issue. Analysis found the lower case was cracked, the stylus was obsolete (no defects found on the stylus), and the display hinges were worn (the screen fell down). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer switched off suddenly. It was also reported the keyboard did not work. The programmer was returned for service. There was no patient involvement.